Event description:
It was reported to st jude medical that the pt presented to the clinic having received inappropriate therapy. Noise was observed on the stored electrograms and was reproducible with isometrics. The lead was suspected and the decision was made to explant the entire system.